Event description:
It was reported that a male patient, who had a right rtsa, underwent a revision procedure. The patient¿s tray disassociated from the stem. Device breakage occurred during the procedure. The trial tray broke during the procedure almost damaging the previously implanted preserve stem. No parts or pieces fell into the wound site and all parts and pieces were removed. There was no surgical delays during the procedure. The explanted devices are not available for return. No images were provided. No further information. This is 1 of 2 reports for this event.

Manufacturer narrative:
D10: 320-08-42 - glen exp 42mm +4mm offset: (B)(6), 320-15-04 - rs glen plate r post aug, 8 deg, right: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6), 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6), 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6), 320-42-00 - 145-deg pe 42mm hum liner +0: (B)(6), 321-20-00 - eq reverse shoulder drill kit: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.